Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was at the cinema when he stood up, felt dizzy, and subsequently fell. CT scan results revealed a hematoma and intraventricular bleeding. Patient underwent microsurgical removal of the hematoma and hemorrhage and was discharged to a rehab facility and is doing well. The device was not returned to the manufacturer for evaluation as it remains implanted. Therapeutic center does not believe the reported event was related to the device. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
Additional information received indicated that patient was at the cinema watching a movie for two (2) hours. He stood up, felt dizzy and fell. It was reported there was no evidence that the lvad caused the fall. Intra cranial bleed was diagnosed. Patient had a microsurgical removal of acute subduralhämatoms and removal of occipital intracerebral haemorrhage okzpitalen parasupratentoriellen access (osteoplastische craniotomy) create an external ventricular drainage invasive neurological monitoring routine-eeg (10/20 electrodes): electroencephalography (eeg). Has since been discharged to a rehab facility and is doing well.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient had an intracranial bleed after collapse with no further available information.